Manufacturer narrative:
The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence (sui), and chronic pelvic pain. On (B)(6) 2012, the patient was implanted with an advantage mesh device. As reported by the patient's attorney, the patient underwent a revision surgery on (B)(6) 2012 for loosening of the advantage sling due to urinary retention. Boston scientific has been unable to obtain additional information regarding the event to date.